Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. There was separation of the catheter. It was also noted that there was blood on the catheter and the catheter was kinked. It was visually noted that the catheter was damaged at implant. It was also visually noted that the catheter shaft is separated at 9.2 cm from the hub. The shaft is slit spirally (technique issue) and stress marks are visible at the separation area. Tool marks are visible near the separation area and kinks are visible throughout the catheter.

Event description:
It was reported that when slitting the sheath the "knob" and a few centimeters of the sheath ripped off the remaining catheter. The catheter was cut. There were no reported patient complications as a result of this event.